Event description:
Patient alleges detached, disconnected, and/or loosening from patients acetabulum and allegedly creating metallic debris.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00596.